Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The controller device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the aic (automated impella controller) experienced purge disc/flag issues that were resolved by replacing the aic. No patient harm or injury noted.